Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 24 x 3.00mm promus premier drug-eluting stent was selected for use. However, during preparation, it was found that the stent was fractured into two pieces. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that after opening the stent it was found fractured and was not implanted in the patient. The procedure was completed with non-boston scientific stent.

Manufacturer narrative:
B5 describe event or problem updated. E1: initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 24 x 3.00mm promus premier drug-eluting stent was selected for use. However, during preparation, it was found that the stent was fractured into two pieces. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5 describe event or problem updated e1: initial reporter city: liangshan yi autonomous prefecture sichuan device evaluated by MFR.: promus premier ous mr 24 x 3.00 stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. Device analysis identified a shaft break at 56cm distal to the distal end of the strain relief. No other damage was present along the shaft. A visual, microscopic and tactile examination identified no damage along the extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 24 x 3.00mm promus premier drug-eluting stent was selected for use. However, during preparation, it was found that the stent was fractured into two pieces. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that after opening the stent it was found fractured and was not implanted in the patient. The procedure was completed with non-boston scientific stent.